Manufacturer narrative:
The reported event of failure to capture and incorrect measurement were not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Analysis performed, including output verification and inspection of header and connectors indicated normal device characteristics without any anomalies that can contribute to reported events. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that a patient presented in-clinic. Upon examination patient's pacemaker was found to have lost capture and exhibited diagnostic anomaly of inability to display battery longevity. This resulted in a sustained patient bradycardia. The device was explanted on (B)(6) 2023. No further adverse patient consequences were reported.